Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the radio opaque markings on crw trunion reticle set (crwtbss) were no longer visible, resulting in surgeons having visibility issues in cases. There was a delay in surgery for 30 minutes reported for a dbs case with no patient injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The crw trunion reticle set (crwtbss) was returned for evaluation: failure analysis: the returned device is not a serviceable part, thus a replacement was sent to the customer. Subsequently, the returned reticles were examined, and it was confirmed that the black markings were in fact washed off. This can occur if proper cleaning instructions are not followed per the crw precision arc stereotactic system operator's manual. Root cause analysis: the washed off black markings on the returned reticles were most likely caused by improper cleaning. An issue such as this can occur if the crw precision arc stereotactic system operator's manual is not followed or warnings for cleaning the reticles are not heeded. This is a detectable issue, and should be discovered during pre-operative set-up, as it was in this case, prior to surgery commencing. Based on the risk assessment, no further action or investigation is planned. This issue and similar events are monitored and trended.